Event description:
Additional information received reported insufficient crimping. The distal end of the pipeline did not open. The pipeline had been placed in a vessel bend when it failed to open.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Healthcare provider initial reporter information not reported due to region's privacy laws. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the deployment operation was attempted, but the deployment was inadequate, so it was removed inside the micro. When all the wires were removed because they were accidentally tried to return inside the sheath, the wire was removed without the stent. Upon checking with fluoroscopy, it was confirmed to have slipped at the proximal end of the shaft of phenom 27. It was removed along with a microcatheter. The procedure was continued by replacing it with another product (the same lot), and the procedure was completed successfully. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an approved indication. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The patient was undergoing surgery for fd implantation treatment of a saccular, unruptured aneurysm in the left vertebral artery (va) with a max diameter of 7mm and a 4mm neck diameter. The access vessel was the left va with a diameter of 3mm. The blood vessel diameter in the landing done was 2.6mm distally and 3mm proximally. It was noted the patient's vessel tortuosity was strong. Dapt (dual antiplatelet treatment) was administered. Postoperative findings related to blood flow imaging revealed no change.

Manufacturer narrative:
H3: product analysis #295547698: equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5) drawing(s) referenced: n/a. As found condition: the pipeline flex shield braid was returned inside of a biohazard bag and a shipping box. There was no pushwire returned with the braid. Visual inspection/damage location details: the distal and proximal ends of the braid were found fully opened and no damage. No other anomalies were observed. Testing/analysis: n/a conclusion: based on the returned device, the customer complaint was not confirmed as the distal and proximal ends of the braid were fully opened and no damage. The cause of failure to open could not be determined. Possible cause includes vessel tortuosity. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.